Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01729.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via left common femoral vein due to pulmonary embolus. Patient is alleging device fracture. Per a CT (computed tomography) scan of the chest dated (B)(6) 2017, ¿deformity of the ivc filter with one limb penetrating the posterior aspect of the pancreatic head and a second limb deviated cranially within the ivc.¿